Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's high blood glucose was 27 mmol/l. The customer complained that there blood glucose very high and the insulin pump has no alarm. There blood glucose down to normal when use other insulin pump. The insulin pump will not be returned for analysis.